Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in the clinic after observing noise on both atrial and ventricular leads through merlin. Noise was reproducible with pocket manipulations. Lead abrasion was suspected. Lead revision was recommended. However, the patient and physician decided not to do a revision at the moment. Patient will return for follow-up to reassess the lead.